Event description:
The user facility reported that the device alarmed downstream occlusion in error during use on a pt which subsequently caused the device to stop. There was no report of injury or medical intervention being associated with this incident. No other info is available at this time.

Manufacturer narrative:
The device has been returned to baxter for evaluation, however, the eval has not yet been completed. As soon as we receive eval results, a follow up report will be submitted.